Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 02/02/2026.a review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots s24342 and s25096.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 011-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result on a (B)(6) year old male patient presented with shortness of breath, chest pain, acute on chronic che(cmd) 3x. Return product is not available for investigation. Method: I-stat, date:19-sep-2025, tested: 09:23, result: 0.10 ng/ml, sample: whole blood, positive/negative: pos. Method: lab high sense, date:19-sep-2025, tested: 09:53, result: 57 ng/ml, sample: plasma, positive/negative: neg. Method: lab high sense, date:19-sep-2025, tested: 13:15, result: 55 ng/ml, sample: plasma, positive/negative: neg. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).